Manufacturer narrative:
The investigation into the positioning issues has been completed since the original report was filed. The medical center discarded the impella product at the time of explant. No benchtop analysis of the root cause of the access site bleeding was possible; only the clinical report was evaluated. Based on the clinical data, use issue was the most likely cause of the positioning issues because the pump migrated too deep to the ventricle. The failure mode will be monitored and trended.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 59-year-old female patient presenting for acute myocardial infarction and cardiogenic shock. During impella support, it was noted that the patient experienced an access site bleed coinciding with a drop in hgb levels. To treat the bleed, the patient was provided two units of prbc. The patient was subsequently escalated to an impella 5.5 pump to continue with support.